Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels; values not provided. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.